Event description:
Customer reported that while the thopaz device was connected to the pt an air leak message alarmed, and was giving inaccurate readings.

Manufacturer narrative:
In follow up with the reporter done by the complaint coordinator and clinician, he stated that he was not able to answer any add¿l questions in regards to the pump and its malfunction, and was unable to provide info on someone that could or was there when the event occurred. The customer, who originally reported this device malfunctioned while on a pt was not able to confirm that it was in fact on a pt. Clinical assessment determined that this event occurred ¿per-operative arena¿ and another type of chest drainage system was immediately applied to the pt. Without speaking to someone else that can give further info, and with the reporters info that there was no effect on the pt; this is not an adverse event. The product was received on (B)(4) 2012. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the pump alarmed while on a pt, which is a safety risk. Should add¿l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.